Event description:
It was reported that the patient with this artificial urinary sphincter experienced recurrent incontinence. The cuff was explanted and replaced with one of a smaller size. No further patient complications were reported.

Event description:
It was reported that the patient had the artificial urinary sphincter cuff replaced with a smaller cuff as the original cuff was too big. No patient complications were reported.